Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was chipped and the ring became detached. Customer's blood glucose was unknown. The customer stated they dropped the insulin pump, causing the damage. Customer was disconnected from the call before troubleshooting was completed. It was also later reported via email that the customer experienced a low blood glucose of 18 mg/dl. The customer also reported visiting the emergency two times within one year for their low blood glucos event. Customer declined to provide details about their hospitalizations. Customer declined to return the product for analysis.